Event description:
Johnson & johnson medical, inc. West queen st, southington, CT 06489. The user facility did not provide a sample for analysis. The medwatch report received from the facility indicated that no sample was available. No lot number identification was provided to allow for analysis of mfg retain samples. The user facility was unable to provide add'l info. It has been our experience that the appearance of flash in an intravenous catheter may be affected by several clinical factors. For example, adult pts may present with large, easily visualized veins which have in fact undergone sclerotic changes. Sclerosed veins will impede venous circulation and may result in flashback that is so diminished that it cannot be used as a indicator of correct placement witin the vein lumen. Also, certain thin walled veins may not provide sufficient flash for the user to confirm entry. The reported event is not occurring at greater than usual frequency because the number of complaints reported for no flashback involving the protectiv i.v. Catheter over the 12 months preceeding the alert date show, using regression analysis, a downward slope (t-ratio = -1.61, >-2.0), although it is not statistically significant (p value = 0.139, >0.05). The reported event is not occurring at a greater than usual severity because the outcome has been limited to removal of the device with a successful restart in a different location.